Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/7/2020. D4: batch # t5dx2z. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the firing trigger spring inside of a plastic bag. One gst60b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4); date sent: 1/8/2020; batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a thoracic surgery procedure, the customer claims that a spring fell out of the stapler. This occurred prior to handing the stapler back to the doctor. The spring fell onto the back table. The stapler performed and stapled well before the spring fell out. A second like stapler was used to complete the procedure. There were no patient consequences reported. This is all the information known/available regarding this event.